Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that tubing leaked at the connection to extension set. The event was discovered upon flushing the line after an antibiotics infusion and the clinician noticed that the tubing was wet. The event occurred at pediatric intensive care unit (picu). Although requested, additional information was not provided.